Event description:
It was reported that the micromanipulator was having issues. During setup it was noticed that the console was not aligned when showing through the micromanipulator. The latest adjustment of alignment in the micromanipulator was higher than expected for the physician. There was no patient involved.

Manufacturer narrative:
As of today, the above referenced micromanipulator has not been returned; therefore, no physical or visual analysis of the laser console could be performed. However, the console was serviced onsite by a field service engineer (fse), and there was no malfunction with the device. The customer only needed a preference setting adjustment; therefore, the reported event was not confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of no problem detected was assigned to this investigation. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the device in question.

Event description:
It was reported that the micromanipulator was having issues. During setup it was noticed that the console was not aligned when showing through the micromanipulator. The latest adjustment of alignment in the micromanipulator was higher than expected for the physician. There was no patient involved.